Manufacturer narrative:
This report is being submitted to provide correction to the initial report. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water, and auxiliary washing, channel. However, no detergent was used during precleaning during manual cleaning, the customer used neutral disinfectant ddn9 detergent with albyn medical double brush (5 mm and 11 mm) and 5mm swab to brushes the operating channel, and the suction pistons/cylinders. There was no manual disinfects of the scope performed. For automated endoscope reprocessor (aer) treatment, the soluscope 4 reprocessor along with soluscope cln detergent and soluscope paa disinfectant were used. The scope was stored horizontally in a surestore dry cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer stated that no automated endoscope reprocessor testing was performed. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were noticed: white clouded of the bending section cover or distal sheath (black covering of the bending section) glue, and angulations were out of specification. The faulty parts were replaced. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for five (5) colony forming unit (cfu) of pseudomonas aeruginosa. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use (B)(6) 2022. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.